Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid and the dilution cup overflowed. The testing was aborted. Reagents or samples were not contaminated; no erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and determined the probe was bent into the handler resulting in leakage. The replacement of the probe and the appropriate adjustments has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.